Event description:
During the procedure, while advancing an orbit galaxy(640hx0208/15684062) in an unspecified microcatheter(excelsior 1018/stryker, type unknown), the coil unintentionally detached into the microcatheter although no detachment was attempted at that time. The report did not indicate when and where exactly it occurred. Therefore, both the entire orbit galaxy and the microcatheter were safely removed as a unit from the patient. Later on, two competitor¿s coils(target/stryker, details unknown) were successfully placed into the target lesion with no further issues. Afterwards, the procedure was successfully completed without any further issues. No patient injury/complications were reported. It is unknown if the microcatheter was replaced or not. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. It is unknown if the microcatheter was re-shaped or not. There was no resistance between the guidewire and microcatheter when accessing the target site. There was no resistance at any time during advancement of the coil through the microcather. It is unknown whether other coils went through the microcatheter without resistance. There were no kinks in the microcatheter. The procedure was coil embolisation of the middle meningeal artery which was tumor feeding vessel.

Manufacturer narrative:
A non-sterile orbit galaxy helical xtrasoft coil 2 x 8 was received coiled inside of a plastic bag. The hypotube was inspected and no damages were noted on it. The introducer was received zipped and no damages were noted on it. Part of the support coil and gripper were found outside of the introducer and no damages were noted on the support coil while the gripper presented with a wavy condition. The embolic coil was not received for evaluation. The gripper was inspected under microscope and it was found with wave condition, no obstructions or damage was noted on the purge hole. The marks of the embolic coil indicating having been tight fit pressed into the gripper can be observed. The functional test could not be performed due to the embolic coil was not received for evaluation. With review of the device history records for 15684062 no issues were noted that were considered potentially related to the reported complaint. Inspections are in place to prevent this type of failure from leaving the facility. The reported premature detachment could not be fully evaluated; the coil was confirmed to have detached from the gripper. With review of the returned delivery system indicating a tight fit of the coil and the waves on the gripper, it appears that excessive force beyond tolerance during the procedure resulted in the event. Based on the review of the reported information, no conclusion can be made; however, based on the analysis and device history records review, there is no indication of a relationship to the manufacturing process with procedural factors possibly contributing. Therefore no corrective action will be taken at this time.

Manufacturer narrative:
Concomitant devices: stryker excelsior 1018 microcatheter(details unknown); two stryker target coils(details unknown). The DHR review indicates that the product was tested and inspected per established manufacturing requirements including inspection results test. Preventive maintenance records for the coil loading machine were reviewed, and it was found that the preventive maintenance was executed during the established time period. The lot involved in the complaint was manufactured within the preventive maintenance dates. All defects were reviewed against the fmea, and no issues were noted that were considered potentially related to the reported complaint. The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt.